Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016; 459888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an in-clinic interrogation showed an event categorized as atrial arrhythmias, actually suggestive of far-field r-wave (ffrw) oversensing. It was noted that this was a chronic condition. The atrial lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.